Event description:
Ambulance called to scene of a patient in respiratory distress. The paramedics began care and found that their continuous positive airway pressure (CPAP) unit failed to work when plugged into the oxygen wall outlet in the back of the ambulance. When it finally started to work, there was too much air leaking at the site of where the mask tubing hooks in. The ambulance crew members were unable to get adequate pressure to make any difference. No adverse effect to patient. The unit was pulled from service and sent to biomedical engineering.follow-up action: the unit was tested and no problem was found. The unit was returned to service.